Event description:
The hospital have reported a broken sigma hp femoral impactor. The black plastic impactor has detached from the metal part.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for analysis. After visual examination, the allegation was confirmed. The celcon portion of the device was separated from the metal part. Also, it was observed, a foreign substance/debris on the metal part. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.